Event description:
It was reported that during a procedure involving a bio-medicus life support cannula, a radiopaque suture ring became loose and separated. The suture ring was lost within the patient and was subsequently found under the skin at the femoral insertion site post-operatively. Medtronic received additional information that the customer was sure that the suture ring was present prior to and during the procedure. The suture was noticed to be missing post-operatively. An x-ray was then performed and the ring was observed and then removed.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The ID was measured using a keyence scope. The device ID was measured to be within specification. Reason for return was not confirmed for dimensional issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5. Medtronic received additional information that the silicone suture guide was retained in the patient after the liver transplant. The consensus is that the device possibly slid under the patient's skin during the procedure. Correction: fdm < (>&<)> fdr codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.